Event description:
A phillips technician made some changes to an echo cart at hospital in 2007; the purpose of the changes were to enable "screen scraping", i.e. Capture of screen data to be stored in patient files on the agfa heartlab cardiovascular system. A hospital technician ran a test case after the changes were made and the measurements from the test were erroneously merged into a live patient folder. This data corruption, incorrect data attributed to a patient, cold have resulted in the affected patient being scheduled into surgery. Since the hospital technician attributed that the test data appeared in the patients studies which were run post test, the data was corrected and the patient was not scheduled for surgery. Therefore, there were no consequences to the incorrect merging. No injury resulted.

Manufacturer narrative:
.